Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the right atrial (ra) lead implant attempt the lead would not fixate into tissue and the helix would "pop" out. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.